Event description:
The customer reported to olympus that during preparation for use, the camera head did not display an image. No injury or procedure was affected. The device was not used at all. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was confirmed due to a faulty cable. Additional issues were identified during the device evaluation: an old coupler was used, and the coupler and cable unit were leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The indicated phenomenon "error e311" error occurs when white balance cannot be adjusted. It is likely that the indicated phenomenon "e311 error" occurred due to the following reasons: an image was not displayed, and it was pitch-black, white balance could not be adjusted. As to the faulty cable, it is likely that the cable was broken because water entered from the damaged part of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.